Event description:
A customer reported a malfunction on their insulin pump, with a specific malfunction code displayed, although the fault ID was not available due to the customer having reset the pump prior to contacting support. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, provided instructions for returning the malfunctioning pump, and informed the customer that training for the replacement pump would be available. The customer acknowledged and understood these instructions.